Event description:
Caller reported receiving a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump and guided the caller through the reset process, after which the cgm error code did not reappear. The caller successfully started their sensor session.